Manufacturer narrative:
Please note that the exact event date is unknown. The event date of (B)(6) 2016 used for reporting purposes in date of event is the alert date. The product is not available for evaluation and testing. As reported through the legal department, a patient plaintiff underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and was unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned nor was a sterile lot number provided in order to complete a device history review. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The date of implantation and the date of the attempted retrieval are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via (B)(6), the plaintiff underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, filter embedded in wall of the inferior vena cava (ivc) and was unable to be retrieved. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Please note that the alert date for this report was corrected to 7/22/2016.